Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis confirmed the reported cuff miss as evidenced by the posterior cuff not engaging with the needle tip with its cuff tabs in the pre-deploy position. The received photos of the device show a loose posterior cuff and is consistent with the findings of a posterior cuff miss. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the needles were removed "the connect wire was broken". Photos of the device were received that suggest a cuff miss occurred. Another proglide was used with the same results. A third proglide was used successfully to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that when the needles were removed the suture was not found.